Event description:
Caller states that she received a result of lo on the device after inserting an undosed strip. No action taken based on result. Requested return of suspect device and replacment was sent.